Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 18 pulses per minute. The patient also experienced twiddler's syndrome. The right ventricular lead had dislodged. The lead was explanted and replaced.